Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 272 mg/dl and 132 mg/dl; 229 mg/dl and 108 mg/dl. The comparisons were done on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.